Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced no audio output which occurred 2 days after the sensor was inserted into the arm. The patient was found unconscious on the garage floor of his house by his daughter. Prior to this, the patient did not have any symptoms. The patient¿s daughter performed CPR on the patient and called ems. The patient¿s bg was 20 mg/dl, taken by ems. No cgm value was provided at this time, but it was mentioned the patient had a low alert set at 80 mg/dl and the cgm did not sound or alert him to his low bg value. The patient was also wearing a tandem insulin pump. The patient was treated with a ¿glucose shot¿ in the ambulance and transported to the ER. The patient recalls regaining consciousness in the ambulance. At the ER, the patient¿s bg meter reading was 55-58 mg/dl. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required an additional information became available. It was reported that an alert/notification occurred. The sensor was inserted into the arm (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was found unconscious on the garage floor of his house by his daughter. Prior to this, the patient did not have any symptoms. The patient¿s daughter performed CPR on the patient and called ems. The patient¿s bg was 20 mg/dl, taken by ems. No cgm value was provided at this time, but it was mentioned the patient had a low alert set at 80 mg/dl and the cgm did not sound or alert him to his low bg value. The patient was also wearing a tandem insulin pump. The patient was treated with a ¿glucose shot¿ in the ambulance and transported to the ER. The patient recalls regaining consciousness in the ambulance. At the ER, the patient¿s bg meter reading was 55-58 mg/dl. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was undetermined via data. However, it was found that no readings/ sensor error/ brief sensor issue occurred. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H2: correction/additional information. H6: medical device problem code - correction. H6: investigation findings - correction.